Event description:
Patient is s/p (status post) left tka (total knee arthroplasty) done on (B)(6) 2018. He recovered well initially, with some mild knee pain and persistent swelling. After those few months, he returned to gym and experienced increased recurrent left knee pain. Also reports associated stiffness and a "catching" sensation with extension. Symptoms are worse with weightbearing activities and cause some instability. Overall, his symptoms are worsening with time and conservative measures do not provide meaningful relief. He wants to proceed with a revision total knee arthroplasty. Noted during surgery- loose femoral component, cement mantle.